Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had it wednesday and other than surgery pain my essure pains are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I just had it wednesday and other than surgery pain my essure pains are gone"), hot flush ("I still get hot flashes a year later"), cyst ("cyst nos") and contusion ("brusing"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain, hot flush, cyst and contusion outcome was unknown. The reporter considered contusion, cyst, hot flush, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, procedural pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu4 and fu 5 process together.social media received. Event bruising & cyst nos dded.product start date added. On 20-mar-2020: fu4 and fu 5 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had it wednesday and other than surgery pain my essure pains are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I just had it wednesday and other than surgery pain my essure pains are gone"), hot flush ("I still get hot flashes a year later"), cyst ("cyst nos"), contusion ("brusing") and breast pain ("sharp pains shoot through the side of breast"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain, hot flush, cyst, contusion and breast pain outcome was unknown. The reporter considered breast pain, contusion, cyst, hot flush, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, procedural pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new event sharp pains shoot through the side of breast was added. Reporter from social media was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had it wednesday and other than surgery pain my essure pains are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("I just had it wednesday and other than surgery pain my essure pains are gone"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I just had it wednesday and other than surgery pain my essure pains are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("I just had it wednesday and other than surgery pain my essure pains are gone") and hot flush ("I still get hot flashes a year later"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain and hot flush outcome was unknown. The reporter considered hot flush, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, procedural pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event : I still get hot flashes a year later were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.